Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured once. The reason for recapture was not reported. One day following the valve implant, a cerebral infarction was reported. The infarction was reported to be related to the valve implant procedure. At the 30 day follow up appointment, echocardiogram showed mild paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Third paragraph added b7. Relevant history added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured once. The reason for recapture was not reported. One day following the valve implant, a cerebral infarction was reported. The infarction was reported to be related to the valve implant procedure. At the 30 day follow up appointment, echocardiogram showed mild paravalvular leak (pvl). No additional adverse patient effects were reported. Additional information was received that the valve was recaptured because the valve implant position was too deep at the point of no recapture. No additional adverse patient effects were reported. Additional information was received that the patient was discharged from the hospital 19 days after the onset of the cerebral infarction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured because the valve implant position was too deep at the point of no recapture. No additional adverse patient effects were reported.